Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker exhibited a diagnostic anomaly. No device changes were made. The patient was stable.

Manufacturer narrative:
Correction: removed diagnostics anomaly from h6.

Event description:
New information received notes that the patient's pacemaker exhibited oversensing of noise and post-paced t-wave oversensing.